Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that more than three months following the implant of this transcatheter bioprosthetic valve, a diagnostic cardiac catheterization and transesophageal echocardiogram (tee) identified an aneurysm at the upper limits of the valve frame. The upper strut appeared to have perforated the aorta, and angiogram showed blood was that was stagnate around the aneurysm. A vascular plug was placed at the site of the leak. The valve remains implanted and outcome was good. No further adverse patient effects were reported.